Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought "something was wrong" and the patient was experiencing a heart rate in the "40's for too long." The device remains in use. No further patient complications have been reported as a result of this event.